Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and exhibited premature battery depletion (pbd). This device was explanted and returned for analysis. A new device was implanted. No additional adverse patient effects were reported.